Event description:
It was reported that perforation, dissection, and death occurred. A left atrial appendage (laa) closure procedure was being performed. The physician had difficulty imaging the septum during trans-septal puncture (tsp). An electrophysiology physician assisted with the tsp and confirmed tenting on the septum and instructed the implanting physician to "buzz" across the septum. After attempting, the tsp needle was not noted in the left atrium, as expected. The tsp needle was retracted and septum crossing was reattempted. After successfully crossing the septum, a watchman access system (was) was positioned and a 24mm watchman flx laa closure device was implanted without issue. During withdrawal of the watchman laa closure delivery system, a blood pressure issue was noted. A pericardial effusion (pe) sweep was performed and no pe was noted. Further investigation revealed blood pooling in the lungs. Chest tubes were inserted to drain the fluid from the lung area. The patient stabilized, but decompensated later that day and died. The physician suspects the patient's death is related to either the tsp or potentially other non-watchman portions of the procedure. No additional information is known.

Event description:
It was reported that perforation, dissection, and death occurred. A left atrial appendage (laa) closure procedure was being performed. The physician had difficulty imaging the septum during trans-septal puncture (tsp). An electrophysiology physician assisted with the tsp and confirmed tenting on the septum and instructed the implanting physician to "buzz" across the septum. After attempting, the tsp needle was not noted in the left atrium, as expected. The tsp needle was retracted and septum crossing was reattempted. After successfully crossing the septum, a watchman access system (was) was positioned and a 24mm watchman flx laa closure device was implanted without issue. During withdrawal of the watchman laa closure delivery system, a blood pressure issue was noted. A pericardial effusion (pe) sweep was performed and no pe was noted. Further investigation revealed blood pooling in the lungs. Chest tubes were inserted to drain the fluid from the lung area. The patient stabilized, but decompensated later that day and died. The physician suspects the patient's death is related to either the tsp or potentially other non-watchman portions of the procedure. No additional information is known.

Manufacturer narrative:
Correction: h6 - per input from medical safety, this event is attributable to the trans-septal puncture and not related to the watchman device. Therefore, this event is no longer reportable and coding has been updated.